Manufacturer narrative:
Date sent: 10/11/04.

Event description:
It was reported that during a left colectomy procedure, after firing, no staples were present. Used a like device to complete the case. There was no reported pt consequences.